Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that the device moves around, up to the collar bone and in the ¿round area¿ of the arm. The area is painful and swollen. Follow up was done with the patient¿s clinic. The patient was seen and it was noted that the incision was clean and dry, no sign of infection. The patient was encouraged to wear a sports bra for comfort and to take tylenol if need. There was no mention of device movement in the clinic¿s notes. The device remains in use. No patient complications have been reported as a result of this event.